Event description:
A journal article was submitted for review titled "resolute zotarolimus-eluting stent to treat bifurcated lesions according to the p rovisional technique: a procedural performance comparison with sirolimus- and everolimus-eluting stents". The aim of the prospective study in this article was to compare the procedural performance, angiographic results and the long-term clinical outcome of a novel zotarolimus-eluting stent (zrs) compared with two other drug eluting stents (des), sirolimus-eluting stents (ses) and everolimus-el uting stents (ees) in a percutaneous coronary intervention (pci) to treat bifurcated lesions. From september 2007 to november 2009, consecutive patients with documented coronary artery disease undergoing pci on a bifurcated lesion were screened to enter the study. During the study, 225 patients were enrolled and treated by zrs (n= 75), by ses (n=75) or by ees (n= 75). The medtronic resolute zotarolimus-eluting stent was used in the zrs group and non medtronic stents were used int he ses and ees groups. The target bifurcation locations included the distal left main or left anterior descending artery, the left circumflex-marginal or right coronary artery. The pci was performed according to the ¿provisional t and small protrusion (tap) stenting strategy¿. All patients were treated by main vessel (mv) stenting first under side branch (sb) protection with jailed guidewire technique, then side branch rewiring was attempted with a non medtronic workhorse wire and simultaneous kissing balloon was performed if considered necessary by the operator (kissing balloon being systematically attempted in case of large territories supplied by the sb or when sb exhibited tight stenosis or flow impairment after mv stenting). Then, if judged necessary by the operator, a second stent was implanted in the sb according to the tap-stenting technique. After the pci, all patients underwent post-pci electrocardiogram, and 6 hours and 24 hours assessment of troponin t and creatine-kinase mb (ck-mb) levels. Thereafter, further electrocardiogram and myocardial necrosis biomarkers evaluations were performed if clinically indicated. After the pci, the in-hospital clinical course was carefully monitored; after discharge, patients were followed-up by hospital visit or by phone interview at 6, 9, 12, 18 and 24 months. The study was primarily aimed at assessing the procedural outcome and the acute angiographic results of bifurcated lesions treated by the three type of des. The primary procedural and angiographic end-point of the study was ¿side-branch (sb) trouble¿ (the occurrence after main vessel stenting of either sb timi flow <(><<)>3 or the need of specific wires for sb rewiring or else failure to re-wire/dilate the sb). The primary angiographic end point was post-pci minimal-lumen-diameter at the sb-ostium. Secondary study end points were three-dimensional reconstruction and quantitative cor onary analysis (3dqca) estimated minimal lumen area (mla) in the sb ostium and also ¿target bifurcation failure¿ (tbf): defined as target bifurcation related major adverse coronary events (mace) or target bifurcation angiographic failure in the absence of mace. Mace was defined as death or myocardial infarction (mi) or target vessel revascularization (tvr). Target bifurcation angiographic failure was defined as =50% restenosis on the main vessel or timi flow <(><<)>3 on the side-branch at angiography performed during the follow-up. "Sb trouble¿ occurred in 4% of patients treated by zrs. After the procedure, minimal-lumen-diameter at sb ostium was significantly larger with zrs compared to ses and similar to that of ees. The 24-month clinical follow-up rate was 100%. Overall, 24 patients (10.7%) had tbf. At 24 months, tbf occurred in 8.0% of patients treated by zrs, in 12.0% of ees and in 12.0% of ses.

Manufacturer narrative:
Journal article: resolute zotarolimus-eluting stent to treat bifurcated lesions according to the provisional technique: a procedural performance comparison with sirolimus- and everolimus-eluting stents journal: cardiovascular revascularization medicine year: 2013 ref: http://dx.doi.org/10.1016/j.carrev.2013.01.002 a2: average age a3: majority gender b3: date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.